Event description:
Clinical study. Same case as 6000089-2006-01457. It was reported that 186 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.0x40mm, ostial lesion located in the proximal right coronary artery (prox rca) with 80% in-stent restenosis. The physician treated the lesion with pre-dilatation and successful placement of two overlapping taxus liberte' drug eluting stents of size 3.00x32mm and 3.00x24mm. The stents were post-dilated. The post-procedure target lesion had 0% diameter stenosis. There were no reported complications. The patient was discharged the next day on aspirin and plavix. 186 days after the implant procedure the patient required a tvr for 99% in-stent restenosis in the prox rca. The physician treated the lesion with plain old balloon angioplasty (poba) and successful placement of a cypher stent in the target lesion. The post-treatment lesion had 0% diameter stenosis. In the opinion of the physician the relationship of the tvr to the taxus liberte' stent is definitely. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.